Manufacturer narrative:
Date of event is estimated. Date of explant is unknown.

Event description:
It was reported that patient underwent surgical intervention at unknown date for unknown reason wherein the ipg was explanted.

Manufacturer narrative:
The event of an ipg replacement was reported to abbott. It was unknown when or why the device was explanted. The ipg was received with a depleted battery, the can was cut open and an external battery was attached to allow functional testing. Since the device was went into the service app approximately 30 november 2021 and the patient didn't report an unrelated procedure and the explant date was unknown, it is inconclusive what caused this condition. As the device had a crc error, the ipg diagnostic logs could not be obtained. The service app state creates an excessive current drain on the battery and would explain the ipg being depleted as received by the ppe lab. Even though this condition is consistent with electrocautery use during surgery, the patient did not report a surgery in this time frame. The root cause of the ipg being in the service app state could not be ascertained.